Event description:
It was reported that an endovascular treatment (evt) was performed for a heavily calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). The coil of an asahi crosslead penetration guide wire was stretched during manipulation in the cto. The procedure was continued with a new crosslead penetration guide wire and was successfully completed with reestablished blood flow. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead penetration guide wire was returned for evaluation. At approximately 18-73mm distal to the proximal solder (set at 25mm from the tip to fix the outer coil onto the core wire), the outer coil of the returned guide wire was found gathered distally. Microscopic observation of the proximal end and the distal end of the outer coil found that the outer coil was loosened and unwound due to the accumulated torsion. When the gathered outer coil was unwound for observation purposes, the ball tip was exposed. Solder material was exposed on both the proximal solder and the ball tip. The exposed solder material surface had a trace of transfer mark of the outer coil, indicating that the outer coil was detached from the solder. Observation by scanning electron microscope (sem) found that both the proximal end and the distal end of the outer coil were loosened and unwound due to the accumulated torsion. Traces of solder material were observed on both ends of the outer coil, indicating that the outer coil had detached from the proximal solder and the tip solder along with the solder material. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the crosslead penetration guide wire while the wire tip was caught by the heavily calcified cto, causing the outer coil to be loosened and detached from the proximal solder where the outer coil was fixed. Further applied pushing and/or torquing manipulation then caused the outer coil to gather distally and tighten, eventually detaching from the tip solder. The detached coil might be unwound during removal. Although it was concluded that this event was not attributed to the product quality, a possibility could not be ruled out that some wire fragment(s) might be left in the patient anatomy if it were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] 1. Malfunctions such as separation.